Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned lumbar catheter was patent and met the requirements for leak testing. Proteinaceous debris observed on the exterior of the catheter. The distal end of the catheter appears to be jagged. It is unknown how or when the damage occurred. The catheter also met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the IFU also cautions that ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that upon insertion of the catheter, it was decided to pull the catheter out as it was not in a good space without the tuohy needle in position. According to the report, the catheter snapped off and was left in the patient. Reportedly, the physician decided to leave it there and indicated it would be fine.